Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported the lead fractured. A new lead was placed for pacing and sensing and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event. It was later reported the high voltage portion of the lead had high impedance and was replaced with a new lead. Svc coil fracture reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and the distal conductor was fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the defibrillation conductor fractured due to overstress, the outer tubing was kinked/buckled, the outer insulation had cosmetic environmental stress cracking, the outer tubing overlay had cosmetic environmental stress cracking, there was a white substance on the exposed defibrillation coil and the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Death changed to not applicable.

Event description:
The patient reported the lead fractured. A new lead was placed for pacing and sensing and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.